Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient's device system was explanted due to a suspected infection. The date of onset/diagnosis was noted to be (B)(6) 2013. The patient's symptoms and complications included drainage and an incisional wound opening. A culture was taken from the device pocket, but the results were not provided. The patient's outcome was unknown, and the medication used within the system was unknown. It was later noted that the patient was admitted to the hospital after the explant. The patient's current status was not known.